Manufacturer narrative:
Medical devices cont: d314trg ICD; implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the insulation of the right atrial (ra) lead was nicked by the surgeon during artificial valve replacement and later exhibited noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.